Manufacturer narrative:
Philips service reconnected the cable between the host pc and ip pc lateral. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system was unable to perform fluoroscopy or exposure on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.